Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) reported hearing beep tones from the device. Boston scientific technical services (ts) reviewed remote monitoring data and confirmed that there was an alert due to a high shocking impedance measurement of 125 ohms with the right ventricular (rv) lead. Ts recommended demonstrating the beep tones of the device by applying a magnet the next time the patient is in the clinic. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Additional information received indicated that the patient presented for a follow-up. The high shock impedance measurements were confirmed with repeated testing. The alert notification was adjusted and the patient planned to be closely monitored remotely. The lead remains implanted and in service.